Event description:
A surgical technician reported an intraocular lens (iol) was exchanged due to an unexpected postoperative refraction. The technician stated the surgeon had reported "the lens did not do what it was supposed to do." Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaint reported in the lot number. Additional information was requested on (B)(6) 2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).